Event description:
On (B)(6) 2025 I was submitted to a treatment using venus viva rf equipment. The next day I woke up with moderate facial swelling, especially in the cheek area. On the second day, my eyes and the area around my mouth became swollen. I had to seek medical attention because I was afraid it might affect my breathing. This was my first session.